Event description:
It was reported that prior to the procedure, bard button allegedly difficult to insert. It was further reported that button allegedly punctured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Device (expiry date: 04/2024).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for the reported difficulty during insertion issue as the exact circumstances at the time of reported event cannot be verified and the clinical conditions cannot be replicated to confirm these failures. However, the investigation is confirmed for the reported obturator tears dome issue as the obturator was observed to be punctured and teared the dome was noted in the provided picture. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that prior to the procedure, bard button allegedly difficult to insert. It was further reported that button allegedly punctured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one obturator handle inserted into a ponsky feeding device, one 60cc syringe, one sealed stoma measuring device package and an unsealed bard button replacement gastrostomy device were returned for evaluation. Gross visual and function testing were performed. In addition, one electronic photo was provided for review. The investigation is inconclusive for the reported difficulty during insertion issue as the exact circumstances at the time of reported event cannot be verified and the clinical conditions cannot be replicated to confirm these failures. However, the investigation is confirmed for the reported obturator tears dome issue as distal end of the obturator shaft was noted to be exposed from the device dome. The center of the feeding device dome was noted to split in half. A definitive root cause could not be determined based upon the provided information labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the procedure, bard button allegedly difficult to insert. It was further reported that button allegedly punctured. The procedure was completed using another device. There was no patient contact.